Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a stroke occurred. The patient underwent a left atrial appendage closure procedure and a 30mm watchman laa closure device was implanted successful. Twenty-seven days post procedure that patient was admitted to the hospital and was diagnosed with an acute ischemic stroke via computed tomography (CT) and magnetic resonance imaging (MRI). A transesophageal echocardiogram (tee) was performed and revealed that the device was still in good position with no leaks. The patient inr was 2.5 and was currently taking warfarin up until the stroke. There were no patient complications reported and the patient's condition was okay.